Event description:
A report was received that after the implant procedure of the dbs leads, bleeding in the patient brain was confirmed and resulted in edema. Patient was stable post operatively and the leads remain implanted. The physician plans to move forward with implanting the ipg once the edema improves. No further information was provided regarding medical interventions, or the cause of the bleeding.

Manufacturer narrative:
Additional information received: no medical intervention was carried out in response to bleeding and edema. It is indicated that the device will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that after the implant procedure of the dbs leads, bleeding in the patient brain was confirmed and resulted in edema. Patient was stable post operatively and the leads remain implanted. The physician plans to move forward with implanting the ipg once the edema improves. No further information was provided regarding medical interventions, or the cause of the bleeding.